Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose was over 500 mg/dl and a manual injection was used to correct. A review of pump data logs by tandem technical support could not confirm the alarms as they were not recorded in the logs; however, the contact maintained belief that occlusion alarms had occurred. Reportedly, the pump supplies were changed to address the issue.